Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, with intermittent button response due to corroded keypad traces. No button error alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No reset alarm, black display or constant tone noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump was making a constant tone. The customer's blood glucose level was not reported. The customer received an alarm that said restart the insulin pump. The alarm did not clear successfully by pressing the esc and act buttons. The insulin pump alarmed button error. The insulin pump said to reset but then the screen went black. Nothing showed up on the screen when the customer pressed the buttons. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.